Manufacturer narrative:
The referenced percutaneous lead replacement was reported under medwatch MFR report #2916596-2016-00131. Approximate age of device - 2 years and 8 months. Approximately 26 inches of the external portion/distal end of the driveline was returned for evaluation. The previous driveline replacement performed on (B)(6) 2015 was present on the driveline. Electrical continuity testing of the returned portion of the driveline revealed that all wires were electrically intact. Significant breakdown of the metal braided shield was only observed near the metal connector. Visual examination of the underlying wires revealed that the green wire was partially fractured adjacent to the nipple housing of the metal connector. The observed wire damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline in this area. The surrounding wires adjacent to the metal connector revealed evidence of insulation abrasion and slight kinking but were otherwise unremarkable. If the exposed conductors of the compromised green wire made contact with the braided shield while the patient was operating on a grounded ac power source such as the power module, the resulting electrical short to ground would have caused the reported low speed events and pump stoppages captured in the submitted system controller log file. The patient remains ongoing on pump support and no further related events have been reported. A review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. On (B)(6) 2016, the patient reported observing a red heart alarm with messages of replace controller and controller fault on the system controller. The patient confirmed there was ¿beeping¿ with bending over, but denied receiving any red heart alarms until the morning of (B)(6) 2016. The patient had been feeling more short of breath in the days prior to the red heart alarm. It was reported that the shortness of breath resolved at the time of admission to the implanting center. The source for the shortness of breath was not provided. At the implanting center the patient¿s system controller began to alarm when connected to ac power with a grounded patient cable. The patient¿s lvad system was immediately connected to battery power, and then to ac power via an ungrounded patient cable. The patient¿s system controller was exchanged without incidence. Analysis of the system controller history revealed multiple driveline disconnects and pump stop events beginning on (B)(6) 2016. Log file analysis completed by the manufacturer¿s technical services representative revealed multiple pump stop and low speed advisories that appear to have occurred only while the lvad system was connected to the power module. X-ray images and a photo of the driveline did not reveal any abnormalities. On (B)(6) 2016, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement approximately 2 inches from the skin exit site. No broken wires were observed in the driveline. The lvad system was connected to ac power via a grounded patient cable, and there were no further issues or alarms reported. No subsequent events have been reported.